Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a2, b7, d3.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2016 during which the surgeon noted extensive omental adhesions to the previously placed mesh. He then freed the omentum from the mesh and dense adhesions of the transverse colon to the superior aspect of the mesh. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 4/19/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.